Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart when she was changing the insulin pump's battery. In the alarm history unexpected restart and external error alarms were found. The unexpected restart alarm was recurring. Customer's blood glucose level was 260 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.